Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they think they are seeing poor communication and they are having the same symptoms they had prior to the implant of the device. They had a sudden episode of incontinence and had to rush to the bathroom. The patient is not feeling stimulation and the therapy is on and set on program 1 at 1.6v. They increased stimulation prior to the report from .75 to 1.6 and they were still not feeling stimulation. The patient increased stimulation further during the report to 2.25 and said there were still not feeling stimulation. Then, the patient noted they may have been confused on the button usage on the patient programmer. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.